Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 298 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, there was an air bubble stuck in the luer lock connection. However, the contact reported that the bubble was no longer in the luer lock connection at the time of report. The user declined troubleshooting with tandem's technical support.